Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The reported malfunction could not be duplicated. The single board computer (sbc) printed circuit board (pcb) will be replaced as a precaution.

Event description:
It was reported that prior to patient use a ventilator display froze at the six picture screen, followed by a blank screen and it would not complete the boot up process. There was a 3-5 minute delay in the patient's therapy to get another ventilator. The patient was placed on a different ventilator. There was no patient harm/injury reported as a result of this event.